Manufacturer narrative:
H3, h6: given the nature of the alleged incident, the device could not be returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, the attached literature paper was reviewed. Although revision was noted, as of the date of this investigation patient-specific supporting documentation has not been provided. Therefore, the clinical root cause of the unspecified event and subsequent could not be confirmed nor concluded. The patient impact beyond what was noted in the paper, cannot be determined. No further medical assessment is warranted at this time. Should any additional relevant medical information be provided, this case would be re-assessed. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, instructions for use, risk management file and prior actions review could not be performed. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. No details about the cause of the revision surgery were provided, therefore no factors that can contribute can be delineated. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. B2- outcomes attributed to adverse event. B5- describe event or problem (typo amended). D3- manufacturer: please note that the email address vigilance@smith-nephew.com was removed, as it does not correspond to the manufacturing site contact.

Event description:
It was reported that on literature review "no difference in subsidence between modern monoblock and modular titanium fluted tapered femoral stems", after a tha revision surgery where a redapt monoblock tft stem was implanted, one patient underwent a re-revision surgery for an unspecified reason. Patient's outcome is unknown. No further information is available.

Manufacturer narrative:
Internal complaint reference: (B)(4). Pomeroy, e., lim, j. B., vasarhelyi, e. M., naudie, d. D., lanting, b., macdonald, s. J., mccalden, r. W., & howard, j. L. (2023). No difference in subsidence between modern monoblock and modular titanium fluted tapered femoral stems. The journal of arthroplasty. Https://doi.org/10.1016/j.arth.2023.03.034. This complaint was opened by smith+nephew to document a patient complication identified through a review of clinical evidence from literature sources that includes reference to the use of a smith+nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that on literature review "no difference in subsidence between modern monoblock and modular titanium fluted tapered femoral stems", after a tha revision surgery where a redapt monoblock tft stem was implanted, one patients had to underwent a re-revision surgery for an unspecified reason. Patient's outcome is unknown. No further information is available.